Event description:
The customer reported that the pump was not working. A review of the logs showed several n56 replace battery and n252 depleted battery alarms. Testing and investigation found that when the device was powered up, it displayed the battery depleted message with the battery icon empty. The device was connected to ac power and a message to keep the device plugged into ac power was displayed. The device passed the self-test on ac power. When the device was disconnected from the ac power, the device displayed a depleted battery message and powered off. A new battery was installed and the change battery soft key was pressed. The device then passed testing. The complaint was confirmed with a probable cause of a combination of a depleted battery and change battery option not pressed and is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.